Event description:
Noted nasal bridle embedded in interior septum. String was removed and a track from the string was noted as well. Appropriate clamp and clipped two inches from nose also noted and reviewed by a supervisor prior to disconnection. Will monitor for further incidences and will follow up with manufacturer.